Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter in two pieces with a 6f runway guide catheter. Microscopic examination and tactile inspection revealed numerous kinks throughout the shaft. Microscopic examination revealed a complete separation at the collar/proximal shaft weld. The ptfe was pulled out of the collar; however, the ptfe was still attached to the proximal shaft weld area. The distal end of the shaft was inserted into the guide catheter with no resistance; however, due to the separation of the shaft, functional testing was unable to be performed. It was not possible to get an accurate measurement of the outer diameter (od) of the guidezilla distal shaft; due to the numerous kinks. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable upon device analysis completed on (B)(4) 2014. It was reported that insertion difficulties occurred. The physician began to introduce a guidezilla guide extension catheter into a 6f runway guide catheter, however friction was experienced and the guidezilla could not advance in the proximal part of the runway. The device was removed and another guidezilla was used to complete the procedure. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed a shaft break.